Manufacturer narrative:
Upon device return and inspection, no outer abnormalities were observed. An attempt to insert the guidewire was made and it was unsuccessful. Deployment of the catheter was not possible due to the returned condition of the device. Flushing of the catheter was not functional in any state. The catheter was dissected to inspect the flush lumen and determine any potential cause of the flushing issue. Dissection of the handle confirmed the kinking of the guidewire lumen, which likely caused the flushing issue. The unintended use error caused or contributed to event cause code cause code was selected for the main conclusion code and for the finding of the guidewire lumen kinked causing the reported allegation of "difficult to irrigate". The kink in this location likely occurred when the user deployed/undeployed the catheter without a guidewire inserted.

Event description:
It was reported that during an ablation procedure the farawave 31 mm - ous catheter was selected for use, catheter couldn't be flushed. The catheter was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned.

Event description:
It was reported that during an ablation procedure the farawave catheter could not be irrigated. The catheter was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.